Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.e3: occupation correction h6: health effect code 2687 was removed as the foot was retrieved. 2422 conservatively added as the foot was noted during examination of pulses.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report (B)(4) received reporting: "describe event or problem: after the application of perclose closure device per surgeon, he used a sonosite and doppler to evaluate distal pulses. He noted something is in the right common femoral artery. He decided to proceed with a right groin cutdown. He repaired the right common femoral artery with the removal of the perclose foot plate (perclose foot plate broke off the device and was inside the artery). What was the original intended procedure? : aortogram and pelvic angiogram, left lower extremity angiogram with radiographic supervision and interpretation right femoral artery ultrasound guided access with suture mediated closure right femoral artery exposure, removal of intravascular foreign body, focal endarterectomy, and primary repair of the arteriotomy"